Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient began treatment with ceftazidime (dose unknown, frequency and route not reported) for the peritonitis which was stopped on an unknown date. A day after the onset of peritonitis, the patient began treatment with vancomycin (dose unknown, frequency and route not reported) which stopped a day later. Two days after the onset of peritonitis, the patient was hospitalized for the peritonitis. The patient started treatment with meropenem (dose unknown, frequency and route not reported) which was stopped on an unknown date. Nine days after the onset of peritonitis, the patients catheter was removed and started hemodialysis. The patient recovered from abdominal pain, peritonitis and was discharged from the hospital. No additional information is available. This is report 1 of 5.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f13062, h13h17077 and h13i08025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.